Event description:
On (B)(4) 2015, intuitive surgical, inc. (Isi) received a maude event report (B)(4) with the following event description: the patient underwent a robotic assisted laparoscopic hysterectomy for fibroid uterus and menorrhagia. The instrument small plastic piece was broken off the permanent cautery spatula and after looking for it in the abdominal cavity, the surgeon was unable to retrieve it. A intraoperative surgical consult was done and the surgeon examined all four quadrants of the abdominal cavity as well as the bowel with no success at retrieving the minuscule piece of plastic. An abdominal x-ray was done and showed no visible structure corresponding to a 3x4mm plastic foreign body in the pelvis. On (B)(4) 2015, isi contacted the site's risk management department. According to the risk manager, there have been no reports of any post-operative complications experienced by the patient. No additional information was provided regarding the reported event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. At this time, the location of the missing instrument fragment is unknown. It is unclear if the instrument fragment fell and was retained inside the patient. A review of the site's system logs with a procedure date of (B)(6) 2014 revealed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, a plastic fragment from the permanent cautery spatula broke off. However, it is unclear if the instrument fragment fell inside the patient and was retained.

Manufacturer narrative:
On 06/19/2015, the site's risk manager provided the following information regarding the reported event: the patient did not experience any intra-operative complications while undergoing the da vinci surgical procedure. Prior to starting the surgical procedure, the permanent cautery spatula instrument was inspected and no issues were identified. The surgeon was able to use the instrument during the surgical procedure without any issues before the event occurred. Per the operative report, while the surgeon was using spatula, tenaculum and fenestrated bipolar, a large anterior fibroid was dissected off the uterus with excellent hemostasis throughout, until the very end where there was some bleeding from the base of the fibroid. During this time, a small piece of 5mm x 1cm of the spatula broken [sic] off. There were no reports of any instrument collisions during the surgical procedure. No post-operative complications have been reported. The permanent cautery spatula instrument is not available for return to intuitive surgical, inc. (Isi) for evaluation. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: as reported on the initial MDR, while undergoing a da vinci surgical procedure, a plastic fragment from the permanent cautery spatula broke off. However, it is unclear if the instrument fragment fell inside the patient and was retained.